Event description:
It was reported that the customer was hospitalized with low blood glucose of 69mg/dl. The mother believes that the buttons were pressed while on the roller coaster causing the insulin pump to deliver a bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.